Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced a crimped cannula event on (B)(6) 2025. The blood glucose level of the patient was 390 mg/dl which was treated with correction bolus via pump. The site was abdomen. The symptoms were noticed three or more hours after insertion. The customer replaced infusion set and resumed insulin deliveries successfully. No further information available.